Event description:
A customer reported to baxter corporate product surveillance a clearlink continu-flo solution set in which a leak occurred from the clearlink luer activated device. According to the report, the clearlink luer activated device most proximal to the patient leaked tpn solution containing lipids. The leak was observed during the morning rounds at around 7:30 am, twelve hours after the therapy had began. The exact amount of fluid that leaked is unknown. However, according to the report, it was enough to create a small puddle on the floor. The continu-flo set was attached to a sigma spectrum pump and was infusing at 12ml/hour. The clearlink had not been previously accessed. The facility stated that they routinely put lipids into the tpn solution and it has never been an issue before. The administration set was switched out and therapy continued as normal. When the nurse came back to check on the new line, about an hour into infusion, another leak was observed from the clearlink luer activated device most proximal to the patient. As in the previous incident, the clearlink had not been previously accessed. The nurse switched out the defective set and therapy continued as normal. The patient involved was a neonate, and eventually died from health complications. The nurse strongly believes that the death was not related to the baxter product. No additional information is available at this time. (B)(4) will address the first leak. (B)(4) will address the second leak.

Manufacturer narrative:
(B)(4). One actual sample was returned to the manufacturing plant for evaluation. Visual inspection as well as functional tests were performed. The sample was spiked into an in-house 1000ml solution bag filled with reverse osmosis water and primed. This showed that the sample primed normally with no leaks noted. The sample was then under water leak tested. Again no leaks were noted from either the marked y site or any other area of the set. The sample was then 45 psi water pressure tested, again no leaks were found though out the set. Therefore, the reported condition was not confirmed. An assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found.

Manufacturer narrative:
(B)(4).